Manufacturer narrative:
D4: lot number corrected from 0025529202 to 0025515757. Expiration date corrected from 05/21/2022 to 05/15/2022. H4: device manufacture date corrected from 05/21/2020 to 05/15/2020.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the moderately tortuous and moderately calcified vein in the right lower extremity. A 4.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at more or less than working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 59mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the moderately tortuous and moderately calcified vein in the right lower extremity. A 4.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at more or less than working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the moderately tortuous and moderately calcified vein in the right lower extremity. A 4.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at more or less than working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.